Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open, oozing, and draining blisters under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin to the blisters. The patient spoke to the physician regarding the skin irritation and it was determined that the patient should remove and return the lifevest. Follow up indicated that the patient's skin irritation improved.